Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp and continued to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - (reuse); electrode belt sn (B)(4) - 06/2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detections. The pt was treated twice at 03:51:06 and 03:53:47. The rhythm at the time of the first treatment and the post-shock rhythm of the first treatment are unk due to noise and artifact. The rhythm at the time of the second treatment and the post-shock rhythm of the second treatment were sinus tachycardia with noise and artifact. The pt reported that he heard the alarms and pressed the response buttons. He stated that he lost consciousness but remembers being shocked twice. The response buttons were not pressed during the entire event. The pt was taken to the hosp and continued to wear the lifevest.